Event description:
A customer observed non-reproducible, positively biased vitros phbr quality control results (biorad level 1 = 17.04, 18.48, 18.14, 18.14 ug/ml vs. Expected result of 11.1 ug/ml; biorad level 2 = 52.37, 50.0, 52.67, 43.86, 24.89 ug/ml vs. Expected result of 31.7 ug/ml; biorad level 3 = 17.74, 54.37 ug/ml vs. Expected result of 70.7 ug/ml; tdm pv1 = 22.92, 19.34, 21.49 ug/ml vs. Expected result of 11.96 ug/ml; tdm pv3 = 77.48, 70.72, >80 ug/ml vs. Expected result of 57.79 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur with patient samples. Patient samples were not affected during the interval that the biased phbr quality control results were obtained as patient samples were not run. There was no report of patient harm as a result of this event. This report is number twelve of seventeen mdrs for this event. Seventeen 3500a forms are being submitted for this event as seventeen devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. There was no evidence to suggest an instrument malfunction occurred. The investigation was unable to determine a definitive root cause, however the event is consistent with a precision issue related to vitros phbr lots 2532-0053-xxxx as communicated in customer letter (B)(4). Acceptable performance has been observed using an alternate vitros phbr slide lot. The fdas (B)(4) was notified of this issue on 5-july-2011 per recall number 1319809-07/05/2011-001-c.